Event description:
It was reported that the patient had her advice removed due to device failure. The patient was not reimplanted at this time.

Manufacturer narrative:
Pump catalog: 72402287, serial #: (B)(4), exp: 08/18/2010, manufacture: 08/01/2005; cuff catalog: 72401986. Analysis results indicate the balloon pressure was below specifications. The pump performed within specifications and the cuff had pinhole leaks that appear to be the result of a sharp instrument - possibly during removal of the device. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.